Manufacturer narrative:
The fse found blockage in the diff shear valve which cause the valve to leak. The fse flushed the valve, which resolved the issue. No further leakage was observed. (B)(4).

Event description:
The customer reported a leak in the blood sampling valve (bsv) area, contained in the coulter lh 780 hematology analyzer. The customer did not provide the quantity of the leak nor the exact source of the leak. The customer was wearing gloves and coat at the time of the incident and no direct contact with the leak was reported. No erroneous results were generated in connection with this incident. A beckman coulter (bec) field service engineer (fse) was dispatched to the facility to evaluate the instrument.